Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6) (manufacturer report number 3002808148-2024-10830 and importer report 2429304-2024-0000455), and (B)(6) (manufacturer report number 3002808148-2024-10833 and importer report 2429304-2024-0000456).

Event description:
It was reported that the customer felt the bronchoscope did not allow safe and effective passage of biopsy needle tools through the working channel. Additionally, the angle in which the working channel and the ultrasound transducer is positioned prevented a needle from passing easily through the scope. The customer reported this resulted in fragments of the needle sheath being sheared off and falling into the patient's airway. It also damaged needles and bronchoscopes. It was additionally reported that the issue occurred at the beginning of a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) for a left hilar mass. The sheath was frayed, and a piece fell into the airway and was retrieved. Because of the difficulty passing the needle, and removing the frayed piece of sheath, the procedure and anesthesia was prolonged by 20 minutes. The procedure was completed with use of a microprobe and the same scope. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.